Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (B)(6) 2007; 5076-58 implantable pacing lead (B)(6) 2007. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had no capture and was oversensing far field r waves. The device was reprogrammed to regain atrial capture and optimize performance. The lead remains in use. No patient complications have been reported as a result of this event.